Event description:
Boston scientific received information: the pocket need to be repositioned. A new device and lead were implanted. A unknown lead was also removed. Dr. (B)(6), hospital (B)(6). Implant date (B)(6) 2011, explant date (B)(6) 2011 . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).